Manufacturer narrative:
Findings: pump received with no button response due to unlocked j2/lcd keypad connector during visual inspection. No button error alarms noted. Pump received with minor scratched lcd window, scratched reservoir tube window, broken battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 133 mg/dl at the time of the call. The customer stated that there the buttons do not work properly. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.